Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-old caucasian female patient underwent an unspecified breast implantation procedure with a saline mentor smooth round moderate plus profile 600cc breast implant and experienced deflation on the right side post-operatively. As a result, the patient underwent removal and replacement with a mentor saline breast implants on (B)(6) 2022.

Manufacturer narrative:
See h11 for correction details. Manufacturer¿s reference number: (B)(4) on mar 29 2022, it was noticed the report submission due date in the previous report was incorrect. The correct date is apr 16 2022.

Manufacturer narrative:
On mar 17 2022, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection, leak testing, and microscopic test of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the ssm mpps dv 600cc breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the posterior view, measuring approximately 0.1 cm. Microscopic examination was performed, and the cause of the tear could not be identified. As the authorization form for examination was not received the evaluation was limited to non-destructive testing; therefore, the shell thickness was not measured. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).